Event description:
Pt was receiving levophed thru infusion pump. Physician wanted to shut off flow, did so by incrementally touching touch pad, intending to reduce flow to zero. Physician expected that by doing so, the next number below one was zero, so didn't visually check screen when adjusting the rate. In fact, the device "rolled around" from one to 999. The pt received levophed wide-open, raising the blood pressure dangerously. The situaton was recognized in time and corrective medication given before injury occurred.t